Event description:
The user facility reported a patient with postcardiotomy cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experienced ectopy and limb ischemia with a demised outcome. The patient was a recent admission for acute systolic and diastolic heart failure (baseline ejection fraction of 25%) and underwent 3-vessel coronary artery bypass graft surgery in the morning. The patient arrived at the unit on two inotropes/vasopressors and throughout the day had increased needs for medical support. Cardiothoracic surgery consulted with cardiology for an intra-aorta balloon pump placement, but cardiology opted to implant an impella cp device which was successfully completed. After start of support, some ectopy was experienced and was mostly resolved with minor positioning adjustments. The patient had anti arrhythmic medications prior to impella due to premature ventricular contractions post-operation. Additionally, the next day, the patient was noted to have a popliteal pulse. However, pulses were absent in left foot. The patient had a history of raynauds and the team therefore was evaluating such as the cause because this primarily has affected the patient's left foot in the past. Also, there was discussion regarding, if needed, placing a new impella cp device from an axillary approach. However, the patient would expire the next day. The family decided to withdraw care. Although an alternative cause for the limb ischemia was being considered, the cause of death is unknown, and there is not enough information to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation has been completed. The product was not returned. As the necessary information was not provided, the root cause of the ectopy and limb ischemia was not determined.

Manufacturer narrative:
G6 type of report; 30 day was inadvertently not selected manufacturer device report 1220648-2025-25869-1.